Event description:
When responding to machine alarm it was noticed that the venous line became separated from the tesio catheter. Pt lost approx 500 cc blood and became unresponsive with agonal respirations. Pt was bolused with normal saline and transported to hosp via 911.